Event description:
During the pulsed field ablation atrial fibrillation procedure, air bubbles were noted when aspirating the sheath. The agilis was inserted in the left atrium, the dilator was removed, and aspiration was performed with a 60cc syringe with no issues noted. The volt catheter was inserted about 20-30 cm after using the yellow straightener tool. The straightener tool was retracted and then aspiration was performed. Air bubbles were noted. The agilis was replaced and the procedure was completed with no adverse consequences to the patient.